Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.

Event description:
Related MFR report number: 2017865-2023-52184. It was reported that a patient with implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead has passed away. Cause of death is congestive heart failure and morbid obesity.